Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported the patient faced a blockage in the infusion set's tubing (occlusion alarm received on (B)(6) 2023) due to which she experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2023, the patient was admitted in the hospital due to high blood glucose level. Her highest blood glucose level related to incident was 750 mg/dl. She had high ketone level which her healthcare professional did not assessed as dangerous/ life threatening. Moreover, the infusion set had been used for 2-3 days. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information was available.